Event description:
It was reported by repair work order that the headend lift was stuck in an elevated position due to a malfunctioning sensor coil cord and potentiometer. No adverse consequence or clinically relevant delay in treatment was reported.